Manufacturer narrative:
(B)(4). Results: (difficult to cannulate, vascular bypass). (A very tight aortic bifurcation and severely tortuous iliac arteries). (Wire was lost). Conclusions: (a very tight aortic bifurcation and severly tortuous iliac arteries). (Wire was lost).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, one month ago, that measured 4.8 cm in diameter and 5.4 cm in length. Vessel morphology was reported as an aortic neck which changed in diameter from 20 mm to 23 mm then down to 19 mm; a very tight aortic bifurcation, measuring 10 mm in diameter; and severely tortuous iliac arteries. The bifurcated stent graft was successfully implanted; however, because of the vessel tortuosity, it was not possible to cannulate the gate, after attempting with multiple catheters and wires. Wire access was then lost and the physician decided to place a talent converter followed by a femoral-femoral bypass. No add'l clinical sequelae were reported and the pt is fine.